Event description:
A customer reported an occlusion alarm, but technical support could not verify the alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer reported four prior occlusions and requested additional information. However, different actions were taken to address each occlusion event. Technical support attempted to follow up with three callbacks, but the customer abandoned the inquiry, and no further outcome details were available.